Event description:
It was reported that; avs-tl cage disengaged from inserter. Insertion side of cage appears damaged.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: device visual inspection indicated cage was returned intact. No crack/fracture was observed. Area around insertion site where the inserter attaches looks scratched/deformed. The insertion site looks slightly deformed likely due to cross threading from the attempts to match to the inserter. Device history review indicated all devices accepted into final stock met specifications. Conclusion: a plausible root cause for the reported event is cross threading of the cage with the inserter.

Event description:
It was reported that; avs-tl cage disengaged from inserter. Insertion side of cage appears damaged.